Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead was returned in two segments for analysis. Clavicle crush damage was noted at 30.5-31.8 and 31.8-32.3cm from the distal tip. The etfe coating was damaged at this location.